Event description:
Note: this report pertains to a boston scientific access sheath and two boston scientific ureteral stents that were used in the same patient and procedure (MFR report # 3005099803-2020-01690, MFR report # 3005099803-2020-01691 and MFR. Report # 3005099803-2020-01675). It was reported to boston scientific corporation that a navigator access sheath and the two tria ureteral stents were used during a stent placement procedure in the kidneys performed on (B)(6) 2020 as part of the u0652 double-j registry clinical study. The stent placement procedure for stone management was performed including laser lithotripsy, for stones in the left and right kidneys. The stents were successfully implanted in the left and right ureters, and the patient was prescribed alpha blocker, anticholinergic, nsaids, and phenazopyridine at discharge. No issues were noted with the devices. According to the complainant, on (B)(6) 2020 both tria ureteral stents were removed as planned at home via the retrieval line. The retrieval line was noticed when the patient was using the bathroom so the patient removed the tria ureteral stent. Reportedly, the stent was successfully removed via the retrieval line with no difficulty. An oral pain control was given to the patient. There was no new device implanted. On the same day, (B)(6) 2020, the patient experienced ureter colic. The patient was given toradol. The event was considered to be resolved as of march 20, 2020. In the physician's assessment, the relationship between the procedure and the event is unlikely related, there is no relationship between the adverse event and the bsc guidewire, the stent implant procedure, and the stent removal procedure, a 'probable' relationship between the adverse event and the access sheath. The customer noted that the ureter colic is due to the sheath and the scope used during the procedure. Additional information received on september 07, 2022. In the medical review assessment, the adverse event ureter colic is not related to the study of the device events and is related to ureteral access sheath. This does not alter the initial medical review comment. The adjudication results from imr as entered into argus are noted. It was noted that the two device deficiencies reported as "stent was hanging half way out-about 1 inch- so I pulled it the rest of the way out" could, per bsc assessment, result in an sae if the subject had needed to have the stent replaced and required anesthesia or IV sedation.

Manufacturer narrative:
Block g3: clinical study: u0652 double-j registry. Block h6: patient code 1994 captures the reportable event of pain. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Block h11: updated b5 based on the additional information received on september 07, 2022.

Manufacturer narrative:
Report source: clinical study: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a boston scientific access sheath and two boston scientific ureteral stents that were used in the same patient and procedure (MFR report # 3005099803-2020-01690 and MFR. Report # 3005099803-2020-01675). It was reported to boston scientific corporation that a navigator access sheath and the two tria ureteral stents were used during a stent placement procedure in the kidneys performed on (B)(6) 2020 as part of the (B)(6) clinical study. The stent placement procedure for stone management was performed including laser lithotripsy, for stones in the left and right kidneys. The stents were successfully implanted in the left and right ureters, and the patient was prescribed alpha blocker, anticholinergic, nsaids, and phenazopyridine at discharge. No issues were noted with the devices. According to the complainant, on (B)(6) 2020 both tria ureteral stents were removed as planned at home via the retrieval line. The retrieval line was noticed when the patient was using the bathroom so the patient removed the tria ureteral stent. Reportedly, the stent was successfully removed via the retrieval line with no difficulty. An oral pain control was given to the patient. There was no new device implanted. On the same day, (B)(6) 2020, the patient experienced ureter colic. The patient was given toradol. The event was considered to be resolved as of (B)(6) 2020. In the physician's assessment, the relationship between the procedure and the event is unlikely related, there is no relationship between the adverse event and the bsc guidewire, the stent implant procedure, and the stent removal procedure, a 'probable' relationship between the adverse event and the access sheath. The customer noted that the ureter colic is due to the sheath and the scope used during the procedure.